Manufacturer narrative:
(B)(4).

Event description:
No reported adverse impact to the customer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 200 units of insulin. Upon loading a new cartridge the customer observed air bubbles in the infusion set tubing. Reportedly, the customer primed the tubing to resolve the issue, and continued using the pump for insulin therapy.